Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported that the patient underwent lead explantation due to a hematoma. The patient was hospitalized. No further information was available at the time of this report.